Event description:
It was reported that the device exhibited a leakage during administration. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to equipment deviation, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D3, g1, and g2 email is: (B)(4).